Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise, high impedance, polarity switch and no capture at max outputs was noted on the right atrial lead. The patient had a recent fall and noise was reproducible with pocket manipulation. The device was reprogrammed. The patient was stable and would continue to be monitored.